Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured the customer's weight was not provided. The customer did not provide the exact event date but mentioned that the event occurred 2 weeks prior to calling ascensia. Therefore, event date captured as (B)(6) 2020. The customer did not provide the product details, therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined. This event is related to 1810909-2020-00112.

Event description:
The customer reported that two weeks ago (two weeks prior to calling ascensia) she obtained inaccurate readings on her contour next ez meter. No specific readings were provided. The customer became unconscious and her daughter called an ambulance. The customer was hospitalized. No further event details were provided. The customer was offered a replacement meter, however, customer declined the offer. The customer stated she will call back if the issue with meter persists.